Event description:
The pt services rep (psr) of a male pt, contacted lifecor customer support to report that she had found the pt with a dead battery pack in his monitor. Support had the psr download, and the download revealed several "battery runtime expired" faults on both battery packs. Psr stated that the pins inside the monitor also look to be bent. The psr replaced the pt's monitor and battery packs.

Manufacturer narrative:
Monitor; battery pack: 02/2008; battery pack: 03/2008. Device eval summary: device evaluations of monitor, both battery packs have been completed. The reported problem was confirmed. The monitor was found to have a defective battery connector. The connector pins were bent. The connector was repaired. The monitor was retested and then restocked. The root cause of the bent pins is unk, but is likely due to a battery pack being forced into a monitor with the connectors misaligned. Battery pack had defective cells. The root cause of the defective cells is not known, but was probably due to excessive discharging. Many "battery runtime expired" flags were seen on the final download, from the last pt to use this battery pack. This meant that the battery pack was used for greater than twenty-four hours. This means that the pt continued to use a depleted battery for hours after the expired runtime alarms sounded. The defective cells were replaced. The battery pack was retested and restocked. Battery pack was fully functional. It was retested and restocked. The damaged connector on the monitor was replaced. The defective cells in the battery pack were replaced. No adverse events resulted from the damaged monitor or faulty battery pack. The pt received a replacement monitor and battery packs.